Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received on (B)(4) 2017 from a consumer (con) regarding a patient receiving morphine of an unknown concentration and at an unknown daily dose via an implantable infusion pump for non-malignant pain and failed back surgery syndrome. It was reported that the patient had a return of pain since "about a year ago". The patient did not have a managing physician. The consumer reported that the patient was having an increase in pain. It was stated that the patient had never had his pump filled after the pump was implanted. The patient had traumatic brain trauma and lived in an assisted living. The patient has had brain trauma prior to implant. Additional information received on 2017-oct-17 from a health care provider (hcp) reported the patient was last seen in their clinic on (B)(6) 2009. The patient had their pump filled at the initial implant on (B)(6) 2008- with morphine 25 mg/ml. The patient did not return for their refill on (B)(6) 2009. It was unknown if the patient¿s return of pain was resolved as the patient had not been evaluated since (B)(6) 2009.